Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 900 mg/dl, and trace ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released two days later with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as customer believed the pump was functioning as intended.